Event description:
It was reported that the patient was asymptomatic. It was noted that high capture thresholds and high pacing impedance was observed on the right ventricular (rv) lead. The rv lead was capped (B)(6) 2026 and replaced successfully. The patient was stable before, during and post procedure.